Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, there was blood leakage. Sample was recollected and no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The customer photos show a device with blood leakage in the holder and on the cap of a tube. Therefore, this complaint can be confirmed based on customer photo analysis. Additionally, 30 retained samples underwent functional testing. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, there was blood leakage. Sample was recollected and no other health impact or consequences reported.